Manufacturer narrative:
Upon receipt of additional information, it was determined that this was a competitor's product; therefore, it should not have been reported under this MFR number, and the previous report should be voided.

Event description:
Upon receipt of additional information, it was determined that this was a competitor's product; therefore, it should not have been reported under this MFR number, and the previous report should be voided.

Manufacturer narrative:
(B)(4). D10: vivacit-e dm bearing 28x42mm, item: 65726137, lot: 110031011, g7 dual mobility liner 42mm e, item: 110024463, lot: 043100, unknown stem, unknown cup. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during an attempted closed reduction of the patient¿s dislocated hip, the bearing became disassociated. Subsequently, the patient underwent revision surgery and was converted to a freedom constrained liner. It was noted that the patient had prior spinal fusion surgeries. This elevates the risk for postoperative dislocations. Follow-ups to gather additional information are currently in process.